Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charge-coupled device unit, video connector has a crack, component failure of the charge-coupled device unit and component failure of the up case. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on charge-coupled device unit caused by a component failure of the charge-coupled device unit and video connector has a crack caused by a component failure of the up case. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the green image. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.